Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a migration of the receiver stimulator during an MRI. It was reported that the patient's head was wrapped as an approved indication in (B)(4). Surgery to re-position the device was performed (date not reported). The implanted device remains.